Event description:
It was reported that the product was found defect out of the box. An internal assessment revealed that the jaw part is broken. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer on april 3, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the customer's description can be confirmed. The connecting rivet in the jaw has been sheared off. The most probable root cause of this is excessive force (e.g., gripping objects not intended for this purpose or squeezing too tightly) on the jaw. Based on the pressure marks in the mouthpiece, it can be concluded that the instrument has been used at least once, so it cannot be an out-of-box failure. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).